Event description:
It was reported that pump generated cartridge alarm 30 during the load process. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave correction insulin injection with multiple daily injections, did not require help from another healthcare provider, and planned to use multiple daily injections as backup therapy.